Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to fixate. The implant attempt was abandoned. There were no patient consequences.